Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 22f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, there was no blood flow coming from the marker lumen when the proglide device was positioned in the artery. The marker lumen of the proglide had been flushed successfully prior to use. The sutures of two new proglide devices were successfully pre-placed. The tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6: device code 1494- indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the proglide was used during a procedure using a 22f sheath. It should be noted that the proglide instructions for use (IFU), states: "the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures: for access sites in the common femoral artery using 5f to 21f sheaths." In this case, it is unlikely the use with the sheath contributed to the reported difficulty. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction include, but not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, preexisting hematoma gives false mark. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.